Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer stated that he may not have counted his carbohydrates correctly or eaten all of them, causing his blood glucose levels to drop. Troubleshooting was performed. Found that the time and date were incorrect. All other settings were correct. Assisted the customer with the correct time and date settings. Nothing further was reported.